Event description:
The patient never experienced therapeutic effect. He had stimulation on the left side and leg, but never got stimulation to help with his back. His device system was replaced in 2007 which did not relieve his pain either. Additional information has been requested.

Manufacturer narrative:
Extension model 748940, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007; extension model 748940, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007; programmer model 7434a, serial # (B)(4); lead model 3487a-33, lot # j0546237v, implanted: (B)(6) 2005; product type lead